Event description:
It was reported that an ilet a111120 had a cracked screen, and hardware troubleshooting and education were completed with a replacement device provided while the original was pending return. Symptoms included no alerts or alarms. Outcomes included continued therapy without clinical impact. Investigation included customer troubleshooting and education. Investigation of this case revealed screen damage consistent with physical impact to the display assembly, with no evidence of alert or alarm malfunction. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to handling.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.